Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient passed away. No details of the death were provided, but it was stated that the patient was wearing the pod at the time he passed.